Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator . Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that it was getting harder and harder to connect to charge the implant since sometime in november to mid-december. Patient stated that they had a bad and painful fall prior to the connectivity issue around that time, prior to the connectivity issue, and they hurt themselves when they landed where the implant was. Pt was experiencing pain since the fall on their whole right side down to battery and up on their side too. Patient mentioned that they had to play with the recharger for about 15 minutes to get it to connect, by trying to press hard onto their body at ins site. Sometimes they could get the connection and would hold coupling bars, but fluctuated up and down by 2 boxes. Otherwise, they wouldn't be able to connect like they usually could, was much more difficult now. Patient said they used to be able to feel the stimulation, but now they couldn't feel that anymore (said felt like using their tens unit); pt said they used to noticed when the battery was draining because there was a 'powering down' sensation. The patient was redirected to their healthcare provider to further address the issue. Pt said they saw their hcp about a year ago to ask when the battery would go out. Patient noted that they also had 3 bulging discs on the implant, mainly where the pain was, on their side and at site of ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2024. The pt reported the cause of not feeling stimulation and not being able to connect to the ins was determined to be due to swelling in that area in addition to scar tissue around the battery. Steps taken to address the pain, the stimulation issues and the telemetry issues was noted to be "therapy". The issue was not resolved yet. Pt weight was requested and provided. The pt stated they did not know if the device was causal or contributory to their 3 bulging disks. Additional follow up was sent to the pt regarding the swelling and further actions to be taken to address/resolve this event.